Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed based upon the device's parameters and found to be within expected longevity performance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device's battery depleted prematurely. Device was explanted and replaced.